Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2020. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was used during a procedure performed on an unknown date. It was noted that the pigtail was found fractured. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 06/01/2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 06/09/2020. Block h6: medical device code a0501 captures the reportable event of coil detached, inside the patient. Block h10: the returned tria firm ureteral stent was analyzed, and a visual evaluation noted that the bladder pigtail, besides the suture did not return. No other issues with the device were noted. The reported event was confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It was found that the device was detached by their bladder pig tail and side port holes from renal coil stretched. According to the evidence, it is possible that operational factors, interaction of the device with the suture string such as an entanglement, manipulation or excess of force applied during it use, could have caused the detached observed. Therefore, most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred prior to procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: update to block e1: initial reporter city.

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was used during a procedure performed on an unknown date. It was noted that the pigtail was found fractured. There were no patient complications reported as a result of this event.